Event description:
(B)(6). Same case as MDR#2134265-2012-03082. It was reported that post a stenting treatment procedure, target vessel revascularization was performed. (B)(6) 2010, a lesion was located in the proximal right coronary artery (rca) with 99% stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 38 mm taxus liberte stent with 0% residual stenosis. The target lesion was located in the mid rca with 70% stenosis and was 20 mm long with a reference vessel diameter of 3.00 mm. The target lesion was also treated with pre-dilatation and placement of a 3.00 x 38 mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. (B)(6) 2012, the patient was admitted for repeat revascularization and discharged the next day.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that at the time of the event, the patient presented with chest pain and was treated with balloon angioplasty. The event is considered resolved without residual effects.

Manufacturer narrative:
(B)(4).